Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, product type: lead. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urgency frequency. Patient reported that they were worried that their leads may have moved as they experienced stimulation in a different location even though they still felt stimulation in their bicycle seat area. No further complications were noted or anticipated